Event description:
It was reported during a laparoscopic cholecystectomy the trocars continued to loose pnuemoperitoneum. The case was completed without changing the trocars. The trocars were from kit number ftr32. A 35lsl is also being returned. There was no consequence to the patient.